Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report (a desktop charger) may have caused or contributed to a death or serious injury. This report was sent by mistake on an external device (desktop charger) instead of on the ins. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 crr 803. A supplemental report will be submitted on the ins. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for chronic low back pain and non-malignant pain. It was reported that since implant, the patient was having recharging issues with the ins on their left side. Their recharger was not turning on, later clarified to mean they were able to get the recharger to turn on briefly, however, it would not recognize being plugged into the wall and it would not take a charge. The connector pin of the desktop charger was found to be damaged. The recharger was able to briefly charge before the screen would go blank again. Additional information was received that the patient's left ins would not take a charge. Initially, the patient thought the recharging equipment had been the cause, but after replacement of the recharger and the desktop charger, they still could not get the recharger antenna to connect with the ins. The patient would sometimes see the reposition antenna screen, sometimes they would get full coupling, and other times get only 2-3 coupling bars. It was reported the patient was having "one thing after another" occur with the ins on their left side. Clarification could not be provided when requested. It was noted the patient had a recent fall, but it was reported that the fall occurred after the coupling problems began. The patient had an appointment to see their doctor to have the ins checked and to have an x-ray. On october 31, 2018, additional information was received from the patient. They reported that the left ins was explanted sometime in 2017; they could not recall the exact date of explant. They did not know exactly why their left ins was explanted but figured it was due to the recharging issues they were having since implant. They also confirmed that the leads had not been taken out when the left ins was explanted. No further complications were reported or anticipated. ***MDR decision corrected to not reportable. No additional supplements required unless additional information received indicates the desktop charger issue is a reportable event***

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for chronic low back pain and non-malignant pain. It was reported that since implant, the patient was having recharging issues with the ins on their left side. Their recharger was not turning on, later clarified to mean they were able to get the recharger to turn on briefly, however, it would not recognize being plugged into the wall and it would not take a charge. The connector pin of the desktop charger was found to be damaged. The recharger was able to briefly charge before the screen would go blank again. Additional information was received that the patient's left ins would not take a charge. Initially, the patient thought the recharging equipment had been the cause, but after replacement of the recharger and the desktop charger, they still could not get the recharger antenna to connect with the ins. The patient would sometimes see the reposition antenna screen, sometimes they would get full coupling, and other times get only 2-3 coupling bars. It was reported the patient was having "one thing after another" occur with the ins on their left side. Clarification could not be provided when requested. It was noted the patient had a recent fall, but it was reported that the fall occurred after the coupling problems began. The patient had an appointment to see their doctor to have the ins checked and to have an x-ray. On october 31, 2018, additional information was received from the patient. They reported that the left ins was explanted sometime in 2017; they could not recall the exact date of explant. They did not know exactly why their left ins was explanted but figured it was due to the recharging issues they were having since implant. They also confirmed that the leads had not been taken out when the left ins was explanted. No further complications were reported or anticipated.